Manufacturer narrative:
(B)(4). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The 75% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). The lesion was imaged using ivus and then a 4.00x12mm liberte stent delivery system (sds) was advanced to the rca and the stent was deployed in the proximal rca. Following deployment it was noted that no stent was visualized in the target location using angiography. Procedure was completed with deployment of a 4.0x9mm non-bsc stent. No additional patient complications were reported and the patient's current condition is good.